Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as MDR#2134265-2013-01077 and 2134265-2013-01643. It was reported that during a stenting treatment procedure, stent damage and explant occurred. The 90% stenosed target lesion was located in a moderately tortuous and calcified left anterior descending artery (lad). A 2.5 x 24mm promus element stent delivery system (sds) was introduced and while the device was being advanced to the target lesion, a shaft fracture occurred. The device was removed and another 2.5 x 24mm promus element stent was implanted. The 2.5 x 20mm promus element sds was then introduced with two unspecified guide wires. The 2.5 x 20mm stent caught on the implanted stent and become deformed and dislodged. Both the dislodged 2.5 x 20mm stent and the implanted 2.5 x 24mm stent were removed from the patient, along with the guide wires. An unspecified promus element stent was implanted in the target lesion to complete the procedure. No further patient complications were reported and the patient's status is good.

Event description:
Same case as MDR#2134265-2013-01077 and 2134265-2013-01643. It was reported that during a stenting treatment procedure, stent damage and explant occurred. The 90% stenosed target lesion was located in a moderately tortuous and calcified left anterior descending artery (lad). A 2.5 x 24mm promus element stent delivery system (sds) was introduced and while the device was being advanced to the target lesion, a shaft fracture occurred. The device was removed and another 2.5 x 24mm promus element stent was implanted. The 2.5 x 20mm promus element sds was then introduced with two unspecified guide wires. The 2.5 x 20mm stent caught on the implanted stent and become deformed and dislodged. Both the dislodged 2.5 x 20mm stent and the implanted 2.5 x 24mm stent were removed from the patient, along with the guide wires. An unspecified promus element stent was implanted in the target lesion to complete the procedure. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device revealed the stent was severely stretched along its length. The struts on the stent were raised up and some struts were bunched together. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by another device. (B)(4).